Manufacturer narrative:
Product ID 377745 lot# n0042608, implanted: 2005 (B)(6), explanted: 2012 (B)(6); product type lead product ID 37742 serial# (B)(4); product type programmer, patient product ID 37752 serial# (B)(4); product type recharger product ID 3708160 serial# (B)(4), implant: 2005 (B)(6), explant: 2011 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the implantableneurostimulator (ins) "went off" after the leads "came apart" and the patient had to have emergency surgery. It was noted that the wire "broke". It was freported that the patient "almost" became suicidal when her stimulator went off.

Event description:
It was reported that when the patient was at work in (B)(6) 2011, another person ¿grabbed her arm and jerked her¿ which ¿ripped¿ her lead wire out of her spine about ¿1/4 to 1/2 inch.¿ the patient had replacement surgery the following day by a neurosurgeon who had ¿never implanted an implantable neurostimulator before.¿ it was reported that the neurosurgeon ¿messed it up" that he ¿pushed¿ the existing lead wire ¿back up into the hole in her spine.¿